Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8711 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2007; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (20mg/ml at 10mg/day), clonidine (426 mcg/ml), and baclofen (150mcg/ml) via an implantable pump. It was reported that it was discovered on magnetic resonance imaging that the patient had a granuloma in the intrathecal space as they had unusual symptoms. No external factors were involved and no troubleshooting was performed. The therapy continued to be therapeutic for them and they had no signs of withdrawal. The doctors decided to replace the catheter and the pump since it was within a year or so of end of service. The spinal segment was left in the intrathecal space and tied off at the end. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 8711, implanted: (B)(6) 2007, explanted: (B)(6) 2025. Product type- catheter. The devices were returned but analysis was not performed as the event involved a non-analyzable medical issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ reduced analysis of the pump and the pump segment of the catheter found that there were no anomalies; therefore, no further destructive testing was required. Pump interrogation upon receipt indicated that the pump was delivering morphine (20.0 mg/ml at 10.012 mg/day), clonidine (426.0 mcg/ml at 213.26 mcg/day), and baclofen (150.0 mcg/ml at 75.09 mcg/day). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.